Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 3,629 joules. Also, it was reported that the customer was not sure if the fiber tip was retrieved. No patient injury was reported. The device was not returned for evaluation.